Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant, this right ventricular (rv) lead was exhibiting high pacing impedance and threshold measurements. The lead was suspected to have micro-dislodged. A revision procedure was performed and the lead was repositioned. No adverse patient effects were reported.